Event description:
The medication busulfan when injected through a phaseal device (manufacturer carmel pharma) seems to weaken the plastic phaseal device, causing the phaseal device to crack. Carmel pharma (makes phaseal) has a defined flushing procedure to prevent this; we followed the recommended flushing procedure however that process did not prevent this problem. When we mixed busulfan in b.braun 50 ml and 100 ml infusion bags, the phaseal device cracked even though we followed the recommended flushing procedure. This was reported as resulting in chemotherapy leaks 10 times over 3 months. We have since made a product change to a different IV bag with a softer entry port and have not had the problem occur since. ====================== health professional's impression======================use of phaseal device which resulted in cracked IV bag and chemotherapy leaks.====================== manufacturer response for phaseal infusion adapter, phaseal======================we switched to different drug manufacturer that works with phaseal without cracking.